Event description:
Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. A correction bolus and correction injection were delivered to address bg. Reportedly, the pump was replaced to resolve the issue and the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.